Event description:
It was reported that a peritoneal dialysis (pd) patient was suspected to have experienced peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotic injection (dose, route, frequency and duration is unknown). The outcome of the suspected peritonitis event was unknown. The action taken with pd therapy was unknown. Additional information was not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).